Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular set screw was found to be unable to be fastened. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of header and connectors revealed the ventricular setscrew was missing. Device history record indicated all manufacturing and inspections passed prior to device distribution. The set screw anomaly could not be confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.